Event description:
Customer alleges nebulizer got very hot, smelled like it was burning and medicine would not come out. No injury alleged.

Manufacturer narrative:
The consumer stated that the nebulizer got very hot and smelled like it was burning and the medicine would not flow out. This device is a pediatric bear nebulizer for a child. The uses age, height and weight are unknown. Page 9 of the owner's manual states a warning, "never block the air openings of the product or place it on a soft surface, such as a bed or couch, where the air openings the like. Blocked openings may cause the unit to shut down. Contact dealer immediately. The compressor nebulizer system uses the surrounding air to effectively administer the prescribed medication through the nebulizer. The user and administrator should be aware of surroundings so as not to have contaminated air filtered through the compressor nebulizer system. (Examples can be air contaminated with paint or cleaning fumes, weed killer,car exhaust, etc.) Do not use the compressor nebulizer system in these environments. Otherwise, serious bodily injury may occur". Invacare provided the consumer with a list of service centers in her area. No RMA has been issued at this time for the return of the product.